Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant high pacing threshold and oversensing was observed. The lead was removed and returned and a new lead was successfully implanted. No adverse events were reported.